Event description:
The manufacturers field service engineer reported a vent inop (pressure regulation high) occurrence. No patient involvement.

Manufacturer narrative:
The gas delivery system assembly was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.